Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 500 mg/dl. System check was performed with tandem technical support and no issues were identified. Customer changed out infusion set and resumed insulin delivery. During follow up with tandem technical support, customer reported that blood glucose value had improved to 365 mg/dl and no further assistance was needed.